Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their only visit was on (B)(6) 2017 to their family doctor. They would like to say that the device is working poorly at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that in (B)(6) 2017 they almost fell off the table during programming with their manufacturer representative (rep). The patient stated that there are a couple settings that made them almost fall off the table with the rep was programming the device. The patient stated that the rep was aware during the programming because the patient said ¿stop, stop, it is too high¿. The patient stated that it has felt really good for quite a while but for the past 3 days prior to (B)(6) 2017 the device has gone ¿haywire¿ and is not working at all. The patient stated that it hurt. They charged their implant and on (B)(6) 2017 they synced their ins with the patient programmer which showed the stimulation was on. The patient does not want to adjust anything. They would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.